Event description:
It was reported that a peritoneal dialysis (pd) patient that used unknown baxter disposables died. The cause of death listed on the death certificate was septicemia (52). The cause of septicemia was not reported. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.